Event description:
Covidien rec'd info that an 840 ventilator had shut down while being used on a pt. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and upgraded the software to the current revision. The device passed extended self test (est), short self test (sst), and the performance verification test (pvt).

Manufacturer narrative:
(B)(4). Re-eval of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure pt alarm, then the xb0069 code is initiated. Once the xb0069 is initiated, the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the pt to breath room air spontaneously, although positive pressure ventilator is no longer provided. Field action associated with this issue was issued december 16, 2013.